Event description:
Intl ((B)(6)) complaint received reporting leakage with use of d1000 tego connector. It was reported that "...when the nurse was taking a pt off dialysis she observed that there appeared to be blood that had leaked in-between the outside layer of the device and the yellow body of the connector with no obvious reason for or cause of this. The connector had been changed at the end of the previous session so had been in place for 48 hours and used for the 1 dialysis session". There were no reported adverse pt. Injuries and or consequences. Device return: one (1) used d1000 tego. Visual analysis (pre decontamination) of the returned used tego connector recorded evidence of residual blood between the seal and housing. Additionally, the report noted dried white substance on the top of the silicone seal near the slit and around the male luer threads. A clear hardened substance was also found on the inside of the male luer. Engineering analysis (post decontamination): the returned d1000 tego was pressure leak tested per the applicable product specification. The results recorded no leakages, performance issues were replicated. Additional engineering evals: the tego connector was disassembled in order to further evaluated the internal componentry and potential sources of the initial visual evidence of internal leakage. The results recorded. Seal: dried blood was clotted at the seal area where the one piece seal interfaces with the body post. Housing/body: there was a near full occlusion of the male luer with a clear crystallized substance.

Manufacturer narrative:
Findings: visual analysis of the "as-received" tego connector recorded evidence of residual blood between the outside silicone sheath and inner yellow body as well as significant occlusion of the fluid path in the male luer due to the presence of a clear crystallized substance. Once decontaminated functional testing recorded no leakages. Based on the engineering analysis the reported product issue/event was attributable to usage conditions/inadequate flushing. The MFR is recommending the product service representatives conduct training and in-servicing of the involved facility staff.